Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.